Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor's electrode belt receptacle was pulled from the unit and was loose at the j1001 component on the computer/analog board, causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed service code 204 (monitor/belt unusable).